Event description:
Procedure: laparoscopic hernia repair. According to the reporter, after surgery, the patient had eczema. The doctor considered it to be caused by the device. The patient is under observation. Additional information received indicates that the patient had eczema prior to the surgery and that an allergy test was going to be performed. Results have not been received to date. The operating time was not extended. There was no additional tissue resection. Nothing fell into the cavity. There was no bleeding.

Manufacturer narrative:
(B)(4).